Manufacturer narrative:
H6: investigation summary three photos were provided to our quality team for investigation. Upon examination of the returned photos, a jammed stopper condition was observed. Potential root cause for the stopper jammed defect is associated with the assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. A device history record review was completed for provided lot number 2161752. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 2 bd plastic non-sterile luer-lok¿ tip syringe the stoppers were deformed and appeared to be "melted". The following information was provided by the initial reporter: ¿5 ml syringe plungers seem to be defected (melted)¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastic non-sterile luer-lok¿ tip syringe the stoppers were deformed and appeared to be "melted". The following information was provided by the initial reporter: ¿5 ml syringe plungers seem to be defected (melted)¿.